Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, the pump supplies were changed to address the issue. Subsequently, an occlusion alarm occurred. Customer's blood glucose level was 140 mg/dl. Customer reloaded the same cartridge and tubing and was able to clear the alarm.